Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the event occurred while in the angiography room during insertion. The md inserted the iab-06830-u through the teflon sheath via right femoral artery in the usual manner; blood leakage from the one-way valve was observed and confirmed. As a result, the iab was removed. A new same size iab (iab-06830-u) was inserted via the same insertion site successfully. The treatment was started and given as planned. There were no pump strips generated or an x-ray for review. There was no report of pt death, complications or injury. No medical / surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is good. The sample was discarded in the center because the pt had c+ infection. Additional info received on 01/20/2015 stated indication for use: coronary artery stenting. The user reported the sheath remained in the aorta for the second iab insertion. It was an approximate 30 minute delay or interruption in therapy to remove, prep and insert the new iab.